Event description:
It was reported that the right ventricular (rv) lead exhibited a decrease in pacing impedance, which was low, and the r waves had diminished. Additional information was obtained from the nurse indicating that a chest x-ray was performed and they are going to continue to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 407652 lead, implanted: (B)(6) 2009-; 419588 lead, implanted: (B)(6) 2009. (B)(4).